Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 3oct2018. (B)(4). The customer troubleshot with technical support and declined to replaced the battery. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator battery failed and was not charging. No patient harm reported. The event date was not specified; estimate used.